Event description:
It was reported that 2 ruler rubber washer/gaskets, that hold the extended part in place, have worn and broken. As with all gaskets, this is a perishable item and normal for them to wear over time. No case involved, therefore no patient was involved.

Manufacturer narrative:
Internal complaint reference (B)(4).